Event description:
It was further reported that in-stent restenosis occurred.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post coronary stenting treatment procedure, chest pain and myocardial infarction occurred. In (B)(6) 2012, the subject presented due to unstable angina (braunwald class-iiib) and was referred for cardiac catheterization which revealed a 100% stenosed lesion located in the 2nd obtuse marginal. The lesion was 12 mm long with a reference vessel diameter of 2.5 mm and treated with direct placement of a (B)(4) study stent. Following post dilatation, residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject presented with recurrent chest pain (lasting > 20 minutes). Elevated cardiac enzyme values were observed (peak ck total=254 iu/l, uln=232 iu/l; peak ck-mb= 29.3 ng/ml, uln=3.6 ng/ml; peak troponin t= 11.7 ng/ml, uln=0.045 ng/ml) and an event of mi was reported. An ECG was performed and indicated ischemia. The subject also experienced ischemic symptoms. The event was considered resolved without residual effects the same day.

Manufacturer narrative:
(B)(4).